Event description:
It was reported that the customer had an unspecified cartridge issue. There was no reported impact to the customer¿s blood glucose level. Patient declined follow-up with technical support, was out of warranty and in process for new tandem device, and no further corrective actions or additional information were received regarding the outcome of the event.